Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and the center image flickers when angulated due to an internal wiring failure of the charged couple device (ccd). The ccd was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to ccd failure. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on a unknown date. According to the complainant, during the procedure, the center image flickered, turned pink then went black. The patient's anatomy was not visible on the center image when the center camera went black. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.